Event description:
It was reported that the customer passed away, at home. The cause of death is unknown. The caller stated that the decedent did not have family members and lived alone. The caller also noted that the customer was in and out of the hospital because his diabetes was out of control. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller did not know if the customer used sensors or if a sensor was worn at the time of death. The caller stated that they will search for the insulin pump, at the customer's house. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.